Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that hub 5.2 on tower rebooting constantly during surgery. There was a loss of image. Duration of loss of image is 2 minutes.